Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy. According to the reporter: the following event occurred at the initial firing by use of idrive handle. After setting the egia45amt on the handle device there was no problem in closing and opening jaws. However when pressing the green button and then the blue button, it could not perform the first firing. Even though the jaws were closed with clamping the device on the intestine with no problem. After removal from the patient through trocar, doctor confirmed the same trouble was duplicated. New reload was opened to complete the case with no problem. No patient harm. The patient current status: good no patient harm. The patient current status: good operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue.